Event description:
Pt underwent cataract surgery and implantation of a staar model aa-4204vl intraocular lens with the power of 19.0 diopter. The description of the incident stated by kay at the doctor's office was that on insertion the lens jumped out of the shooter and tore the posterior capsule. The doctor performed an anterior vitrectomy and implanted an anterior chamber lens. The pt eye developed endophthalmitis. To date the pt is doing better.